Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 2mm(h), ilpc442u and unknown biomet retaining screw was returned for investigation. Visual inspection via naked eye and camera magnification revealed that a portion of the fractured retaining screw was identified in the top drive feature of the abutment. Signs of use were observed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the per form provided. Bone density type is type ii. The reported device was located on an unknown tooth site and length of use is unknown. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the ilpc442u lot number (2020110209). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a complaint history review was performed for the ilpc442u lot 2020110209 (complaint category keywords: fracture screw). No existing nonconformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: january post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (ilpc442u). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
Doctor reported fracture of abutment screw when trying the provisional prosthesis.